Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that the customer had a faulty sensor on their insulin pump. The electrode was missing and the faulty sensor needed to be replaced. Customer was advised that the faulty sensor would be replaced and agreed to return the product for further analysis.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. No broken or missing parts were observed during analysis.